Event description:
The facility reported a flo-gard infusion pump with a malfunction of a broken handle in the emergency room. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump with a broken handle was confirmed and reproduced during evaluation. The cause of the determined condition is a an issue with the latch/handle and hinge area on the door. The door latch assembly was replaced to fix the reported condition.